Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested, but not returned yet. Upon receipt of items and completion of evaluation, an MDR follow-up will be submitted to the FDA. This is 2 of 2 MDR reports for the same event (also see warsaw orthopedics medwatch: 0001825034-2014-05810).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. During the procedure, the taper adapter allegedly would not disengage from the femoral stem. An extended osteotomy trochanter procedure was performed to remove the taper adapter and femoral stem. A delay of over 30 minutes occurred during the procedure.

Manufacturer narrative:
The explanted items were returned for evaluation. Although the reason for revision was not stated it was observed that the taper was fused and could not be separated. Examination of the radiographs and bearing surfaces suggest sub optimal positioning of the acetabular component, possible joint laxity and possible adverse wear conditions of the head. These factors may have contributed to elevated stresses in the taper interface that could have resulted in a fretting/galling process leading ultimately to the fusing of the components. No further conclusions can be made without further information.